Event description:
Facility reported a colleague pump that detected failure code 810:04. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the evaluation was completed on 11/11/2005 and the reported condition of the failure code 810:04 was confirmed. The event history review revealed the failure code 810:04 had occurred once on 09/30/2005.